Manufacturer narrative:
(B)(4).

Event description:
Approximately 50 minutes after treatment start, a crack around the gasket was observed on the polyflux 17l, allegedly leading to an external fluid leakage. No further clarification was provided related to the type of leakage. No patient injury or medical intervention was reported. No additional information is available.